Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure, hyperglycemia or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient's blood glucose level reached 382 mg/dl. The pod was worn between 37 and 48 hours on the arm. It was noted that the needle was damaged, causing pain and bleeding during wear. Hyperglycemia treated with a new pod.

Manufacturer narrative:
The device was returned and evaluated. The device was received fully deployed. Inspection of the device found no damages or defects that would cause the needle to not fully retract. No timeouts or drive stalls were seen in the download data. The exact cause of the reported needle mechanism failure could not be determined. Blood was observed on the multiple components. Inspection of the formed needle found no damages or defects that would contribute to bleeding. The cause of the bleeding could not be determined.